Event description:
There were no patients involved and no patient injuries. We have had to continuously replace the lithium batteries for the nova stat blood glucose strip analyzers since we purchased them. The batteries have been noted to be swelling, smoking, and rupturing at an increasing rate. All the original batteries were replaced in (B)(6) 2013. Between (B)(6)2013, we have had to replace eight batteries.